Event description:
Received a letter from a law firm alleging a toxic shock syndrome. Law firm is claiming that client was using o.b. Tampons (unidentified obsorbency) for menses at the time. Consumer was hospitalized for fifteen days. Some medical record translations were included. These medical records were reviewed by a gynocologist who concluded that there is insufficient evidence to confirm tampon assoicated menstrual toxic shock syndrome at this time. Complete medical records have been requested by the "j&j" office.